Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the patient reported the healthcare provider decreased her drug during the day and doubled her boluses. The patient wanted the opposite. The patient was going through withdrawal. It started as soon as he decreased the meds on (B)(6) 2019. The patient stated yesterday she had three seizure. The patient has a brain tumor and is on seizure meds but hasn't had a seizure in eight months. The patient further stated her legs aren't working and it started going on since probably three days after the med change and was getting worse and worse. The patient also heard something crack in her back two days, the patient had back surgery and didn¿t know if it was from that. The patient was hurting in the groin really bad on both sides and butt cheeks and legs are really weak. The patient¿s knees are locked together when walking and she can¿t pull them apart. The patient was shaking so bad. The patient requested physician listings. No further complications were reported or anticipated.